Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The pt's blood glucose results were 126mg/dl, 248mg/dl, 166mg/dl, 212mg/dl. Tests were done less than 10 minutes apart with a difference of 32%. Pt did not experience any adverse events. No further info has been reported.